Manufacturer narrative:
Visual examination of the returned expedium quick-connect si polyaxial screwdriver revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the part. Device was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static torsional shear overload failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A 12-month review of the complaint trend analysis was also conducted on the specific product code from this complaint file as the product family does not exist for this instrument. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of the driver¿s distal tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear overload failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. No issues have been identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systemic trends have been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When performing revision surgery due to post-operative rod breakage, the tip of the expedium quickconnect si polyaxial screwdriver broke off into the head of a right iliac screw that was being inserted. The broken tip was retrieved and the difficulty resulted in a twenty minute delay to the procedure. The following mfg. Medwatch reports are being filed for the polyaxial screw driver and the broken rod: 1526439-2014-12104; 1526439-2014-12105.

Manufacturer narrative:
Device manufacture date: aug-15-2011, sep-19-2011. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.